Manufacturer narrative:
H6: correction made to evaluation coding and component codes.

Event description:
Philips received a complaint on intellivue x3 patient monitor indicating a speaker error. It is unknow if the device was in clinical use at time of event. No adverse event was reported.

Manufacturer narrative:
E1; reporter institution phone number: (B)(6). E1: reporter phone number (B)(6). The following functional tests were performed: the bench technician tested the device where there was no speaker errors present. It was noted that the speaker cable was not connected to the motherboard. The speaker works perfectly after plugging in the cable. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. The device was confirmed to be operating per specifications after plugging the cable. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.